Event description:
Caller reported a cartridge alarm 31, but there was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer experienced similar alarms with consecutive cartridges but had no history of previously reported alarms with the pump. Cts confirmed a replacement pump with updated software would be sent to the customer, as their current pump is still under warranty. Customer was provided with instructions on returning the problematic pump and putting it into storage mode, acknowledging all guidance. No current backup therapy was available, and the customer planned to contact their healthcare provider.